Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the high voltage lead impedances had decreased since implant and have been low. The lead remains in use. Requests for additional information were not returned. No patient complications were reported as a result of this event.